Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, two cracks in the case on the battery tube--one vertical the other horizontal located about where the bottom of the battery compartment is located, missing display window cover. The unit was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. Unit was received with a flashing medtronic logo screen followed by an unexpected intermittent beep alarm. Unable to perform the displacement test due to the display anomaly. Unable to download/upload using crest/thus due to the display anomaly. After visual inspection, there is severe corrosion all over pcba1 as well as pcba2--j1 plus the lcd flex cable terminal and the motor assembly. In summary, the customer's report of a crack in the case was confirmed. The flashing medtronic logo screen followed by an unexpected intermittent beep alarm and the inability to upload are due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a crack on the battery area. Troubleshooting was performed and found that pump was dropped from waist line to the tile floor. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.